Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2026, the physician reported that the device had been tested outside the patient to confirm functionality and that while performing the seating procedure the uterine length was 4.5 and the cervical length was 3.5 , initially the physician could not deploy past 1 cm in width and removed the device to attempt a second time. They encountered the same issue and later was able to deploy at 4.8 cm. When pulling the device back by 0.1 cm the device would not reduce, the physician was not comfortable proceeding as she was concerned with a perforation. Procedure was aborted. No full uterine perforation was reported but a small scrape was noted on the uterine wall and surgicel was administered and the patient transferred to the post anesthesia care unit.